Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that after running patient samples on the axsym digoxin iii assay, an error code# 1113 (invalid test result, read precision#) was generated. There was no impact to pt management reported.